Event description:
The customer reported the system is not bringing up the spo2 and there is an interference error popping up. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.